Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that they were unable to replicate the rm03 error that was seen. There insulation pulling out of the rtm donut. Animal or other physical damage was also observed on the rtm as teeth marks were found on the donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that a couple days ago, they were recharging the ins when the controller indicated "terminated" and then system problem rm03 displayed. Patient (pt) stated that they were currently recharging their ins when system problem rm03 displayed again. Pt had not yet reset the controller in attempt to resolve the issue, so patient services (pss) instructed the pt to remove the battery pack from the controller. Pt stated that they couldn't get the battery pack out of the controller and that the battery pack was starting to split apart. Pss was reviewing controller and battery pack replacement with the pt when pt stated that they were then able to remove the battery pack from the controller. Pt reset the controller and confirmed that the controller powered on and that the error message was cleared. Pt stated that they noticed in the last week that the controller would be stuck looking for the device when they were trying to recharge the ins, so they unplugged the recharger (rtm) and rebooted the controller, however the controller would get stuck spinning and be frozen on checking the recharger. Pt confirmed that the rtm was getting hot while trying to recharge the ins. Pt stated that a lot of times when recharging the ins, they would hurt around the ins site and sometimes it felt like they were being zapped. Pss redirected pt to their healthcare provider (hcp) to further address the issue, especially if the issue was still occurring with the replacement rtm. Pt then stated that the ins was then recharging, however the device shut itself off and the ins stopped recharging; pt noted that the ins battery was at 30%. The issue was not resolved. The patient was sent out a replacement recharger (rtm) and battery pack.